Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, vessel dissection is a known risk associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event. Expiration date: added. Manufacturing date: added.

Event description:
It was reported that during balloon assisted mechanical thrombectomy with a balloon guide catheter (subject device) and a stent retriever (first pass) for a clot located in the middle cerebral artery (mca) m1 segment, the mca was opened but with limited flow in the internal carotid artery (ica) due to the vessel dissection in the ica. Medical intervention by placement of 2 stents was performed. According to the physician, the dissection in the ica was due to the subject device. The patient medical condition is ongoing.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during balloon assisted mechanical thrombectomy with a balloon guide catheter (subject device) and a stent retriever (first pass) for a clot located in the middle cerebral artery (mca) m1 segment, the mca was opened but with limited flow in the internal carotid artery (ica) due to the vessel dissection in the ica. Medical intervention by placement of 2 stents was performed. According to the physician, the dissection in the ica was due to the subject device. The patient medical condition is ongoing.